Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification/expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone a total knee arthroplasty on an unknown date. The patient alleged that a revision procedure occurred and that another revision procedure is necessary; however, the patient did not provide any additional details or give a reason for either revision.